Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a venaseal closure system was used to treat the patients proximal mid distal great saphenous vein (gsv). Only one leg was treated. The blue introducer was used, and there were no challenges or deviations related to catheter tip location. The catheter tip was reported to be 5 cm caudal to the saphenofemoral junction prior to initial delivery of adhesive. Compression of gsv was utilized. Sterile techniques were followed. Within 30 days after the procedure, a fungus-caused suppurative phlebitis reaction was reported, and the treated area became painful with weeping yellow fluid. Surgical intervention was performed, and the whole treated gsv was excised and the issue was reported as resolved. The patient is doing okay and was referred onto an infectious disease doctor who started them on several months course of antifungals.